Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from (B)(6) stating that the device "cannot insert cutter" during surgery. It is known that device was being used during surgery; however, no pt or user injury or medical intervention occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.